Manufacturer narrative:
The lot number for both malfunctions was provided and a lot history review was performed. The devices were not returned both malfunctions. Medical records were provided and reviewed for both malfunctions. The investigation for two malfunctions confirmed for perforation, detachment and filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt, detachment and perforation. These reports were received from various sources. All two malfunctions involved a patient with no reported patient consequences. The two patients ranged from 46-77 years. The two reported patients were female. Weight information was not provided.